Manufacturer narrative:
This report is submitted on april 07, 2023.

Event description:
Per the clinic, the patient experienced an infection at the incision site (date no reported). Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient was treated with oral and topical antibiotics (specific date and duration not reported). This report is submitted on may 26, 2023.